Manufacturer narrative:
The actual sample involved is not available for evaluation and the specific lot number is not known. A search of shipping records was performed to identify any product lots shipped to the customer three (3) months prior to the event occurrence date. A retrospective record review of those lots identified one (1) lot (14hmlb010) that was part of a recall due to bioburden and endotoxin issues (dietzia species), and was recalled on (B)(6) 2015. A definitive conclusion regarding the involvement of the product could not be reached without a physical examination of a complaint sample. Therefore, the manufacturing plant was not able to confirm a possible association between the naturalyte liquid bicarbonate concentrate product and the patient adverse event.

Manufacturer narrative:
Clinical investigation: the patient medical records were provided by the facility on june 29, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. Based on the 10 pages of provided medical records, as well as the event details as reported to post market surveillance, on (B)(6) 2014, this male end stage renal disease (esrd) patient began his autosomal dominant polycystic kidney disease (adpkd) hemodialysis (hd) treatments on (B)(6) 2013. This patient's home hemodialysis (hhd) treatments were being carried out thrice weekly. The patient reported that he became ill after using recalled lots of naturalyte liquid bicarbonate. The patient stated that he became sick over a period of two months in 2014, although he could not recall the exact time period in question. He reported symptoms of fever, nausea and vomiting. Progress notes for an encounter with his physician on (B)(6) 2014, document that the patient complained of one episode of vomiting and diarrhea after a recent treatment. The patient denied low blood pressure (bp). The symptoms that occurred about one hour after the treatment resolved quickly. No other complaints of adverse effects post hhd treatments were documented and no medical intervention was required for the episode. The patient's assessment documented for the (B)(6) 2014 encounter are as follows: ¿stable on hhd. (B)(6), bp179/91, heart rate (hr) 94 beats per minute (bpm), temperature 98.6 degrees fahrenheit, left forearm with two well established buttonhole site, no inflammation or swelling. Good thrill palpable. Minimal lower extremity edema noted with no complaints of shortness of breath or congestion.¿ the hhd nurse reported that the patient was informed of the recall after the user facility was initially notified. The patient returned his remaining bottles, which were expired. The hhd nurse indicated that the patient may have used some of the bottles, but was not able to say with certainty whether that was the case. To say for sure. The hhd nurse stated the patient is currently doing well. There is no documentation in the medical record to indicate a causal relationship between the naturalyte liquid bicarbonate and the patient's episode of vomiting and diarrhea following their home hemodialysis treatment.

Manufacturer narrative:
(B)(4). No complaint samples were returned to the manufacturer for physical evaluation. The post market surveillance department received medical records associated with the reported event. Both a clinical investigation and plant investigation are in process. A supplemental MDR will be submitted upon completion of these activities.

Event description:
A spontaneous non-serious unexpected report of a patient becoming ill after being exposed to naturalyte liquid bicarbonate was reported on (B)(6) 2016. The report pertains to a male end stage renal disease (esrd) patient on home hemodialysis (hd) treatments. During a doctor's visit on (B)(6) 2014, the patient reported an episode of vomiting and diarrhea approximately 1 hour after a home hd treatment. Although the exact date of event is not known, the patient received the recalled lots of naturalyte liquid bicarbonate on (B)(6) 2014. Several bottles were removed from the patient's home before usage, however, the home hd nurse stated the possibility that at least 1 bottle may have been used prior to its removal from the patient's available stock. The adverse symptoms experienced by the patient resolved shortly after their onset and the patient never sought medical attention. The patient's current condition was reported as being good.